Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "ccl manager calling to report that while transporting the pt to the ICU, the iabp powered down without warning. She told me that the iabp had been stored in the lab plugged in, and it had a full green battery when it was unplugged. She was unsure if the amber battery icon was lit. The staff got the pt to the ICU, plugged the iabp in, and were able to power it on". No report of patient harm or injury.